Event description:
During follow-up, decreased pacing impedance was observed on the right ventricular (rv) lead. The physician suspected rv insulation damage, although it was not confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were insulation damage and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found an external insulation abrasion breaching optim sheath with intact silicone insulation proximal to suture tie impression. The cause of insulation damage was due to the external insulation abrasion which is consistent with friction to the device can. The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and ring electrode cables was due to procedural damage.